Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead triggered an alert for high out of range shock impedance measurement, measuring greater than 127 ohms. Boston scientific technical services recommended adjusting the shock impedance limit. No adverse patient effects were reported. This rv lead remains in-service.